Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with sinus node dysfunction. The physician elected to reposition the patient's right ventricular lead in order to obtain optimal electrical values. The lead was successfully repositioned on (B)(6) 2021. The patient's health condition was not provided.